Event description:
Healthcare professional reported right side rupture. Later healthcare professional reported capsular contracture baker grade iii. MRI was performed. Healthcare professional later confirmed no rupture. The device has been explanted and replaced with another manufactures device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device.

Manufacturer narrative:
Continued e.1:. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h11.

Event description:
Healthcare professional reported right side rupture. Later healthcare professional reported capsular contracture baker grade iii. MRI was performed. Healthcare professional later confirmed no rupture. The device has been explanted and replaced with another manufactures device.